Event description:
It was reported that the patient presented for in-clinic device interrogation. It was noted that both the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture and failure to sense. A subsequent chest x-ray confirmed that the leads were both dislodged due to twiddler¿s. An attempt was made to reposition the leads. However, the helix of each lead failed to extend due to over-torque. The leads were explanted and replaced. The patient was discharged the following day.